Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline; micro guide wire massage. There were no issues that resulted in the damage that was found. The cause of the event was not determined, the customer suspected the quality of the braided wire at the distal end of the stent.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (B)(6), ruler 200cm (B)(6) as found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the pipeline flex braid was not returned for analysis. The root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline had poor distal opening and was damaged. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the left ophthalmic artery segment. The max diameter was 2.6mm, and the neck diameter was 3.8mm. The patient's vessel tortuosity was normal. The landing zone was 3.6mm distal and 4.1mm proximal. It was reported that when the pipeline was opened in the middle cerebral artery, the fluoroscopic view of the distal end of the stent showed that it was slightly rough. After pulling back to the predetermined anchoring point of c6, the microcatheter tip was centered to deploy the stent. The roughness of the distal end of the stent was more obvious, resulting in poor adhesion of the distal end of the stent. After the stent was deployed and massaged, the distal end of the stent still failed to adhere well to the wall, resulting in the distal aneurysm neck not being completely covered by the dense mesh stent. The microcatheter had to be used again, another pipeline was deployed to cover the distal end of the aneurysm neck for rescue, and the operation was completed. The patient did not experience any injury or complications. Angiographic results post procedure showed vascular patency and normal blood flow. The de vices were prepared according to the instructions for use (IFU). Ancillary devices include an 8f guide catheter, marksman microcatheter, and synchro 14 guidewire.